Event description:
A user facility clinic manager (cm) reported to fresenius that blood loss occurred during a patient's hemodialysis (hd) treatment on a fresenius 2008t machine after air entered the fresenius bloodlines. The reported issue was observed at an unspecified point during treatment when blood was visually observed leaking from the blood pump tubing segment of the fresenius bloodlines. The patient did not experience a serious injury nor require medical intervention as a result of the reported issue. The patient completed treatment on a new machine with new supplies (including a non-fresenius dialyzer). Damage was noted to the bloodlines after the fact upon removal from the machine. The biomedical technician (biomed) stated the machine was removed from service following the reported event for evaluation. It was determined that the guide pins on the blood pump rotor were worn to the point where the pins were not properly seated and damaged the bloodlines. The rotor was replaced to resolve the reported issue. The sample is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, a photograph of the sample was provided. The manufacturer was able to confirm the reported issue using the provided photograph. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported to fresenius that blood loss occurred during a patient's hemodialysis (hd) treatment on a fresenius 2008t machine after air entered the fresenius bloodlines. The reported issue was observed at an unspecified point during treatment when blood was visually observed leaking from the blood pump tubing segment of the fresenius bloodlines. The patient did not experience a serious injury nor require medical intervention as a result of the reported issue. The patient completed treatment on a new machine with new supplies (including a non-fresenius dialyzer). Damage was noted to the bloodlines after the fact upon removal from the machine. The biomedical technician (biomed) stated the machine was removed from service following the reported event for evaluation. It was determined that the guide pins on the blood pump rotor were worn to the point where the pins were not properly seated and damaged the bloodlines. The rotor was replaced to resolve the reported issue. The sample is not available to be returned to the manufacturer for physical evaluation.